Event description:
It was reported that during an inservice demonstration of a newly received device on (B)(6) 2011, the device powered up but would not drive the disposable. Three different disposables were tried. There was no patient involvement and no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the motor drive unit not activating was due to a broken set screw on the cpc flex coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.